Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged without maneuvering the cable into the charging port. Customer suspected particles in usb port may have caused charging issue; however, this could not be confirmed. The customer's blood glucose level was 268 mg/dl. The customer reverted to an alternate method of insulin therapy.